Event description:
Two minutes after start of treatment, a patient started coughing and flailing about. Blood was returned and oxygen was given. Blood pressure of patient increased first and decreased later. 700cc normal saline was given and later 300cc was given additionally. The patient reportedly could not breathe suddenly. The patient finished the treatment with other dialyzer without further problems.